Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with unknown units of insulin during the load sequence. Reportedly, the customer did not have any back up insulin available and caller went to the emergency room to obtain backup therapy as their health care provider¿s office was closed. Customer¿s blood glucose level was 257 mg/dl. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.